Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked six times . All the shocks failed for ventricular fibrillation as determined by the device. The arrhythmia appeared to atrial fibrillation with rapid ventricular response. The patient has chronic atrial fibrillation and was not symptomatic at the time and was exercising. The device remains in use. No further patient complications have been reported as a result of this event.